Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported getting generator error and fasttrack errors and the system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.